Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) that encounter the issue, removed the ECG trunk cable from service and provided the customer a new ECG cable. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed on the cardiosave intra-aortic balloon pump (iabp) by a getinge field service engineer (fse), it was found that the ECG trunk cable connector to the iabp was broken and damaged. There was no patient involvement, and no adverse event reported.